Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source cannot recognize 290 series scopes, and the connecting point has been corroded. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (health professional and company representative should be blank). Additional information added to field h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation regarding the subject device unable to recognize 290 series scope was not confirmed. However, the event related to the corroded output connector was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to adhesion of fluid. Olympus will continue to monitor field performance for this device.